Event description:
The caller reported, the pilot balloon seam on the pt's tube leaked. The spot of the leak was confirmed by blowing air through it with a syringe. A non-routine replacement of the tube was required. The tube was discarded.